Event description:
On (B)(6) 2012, the patient contacted animas and left a message stating that the keypad buttons were having issues. Several attempts were made to contact the patient for additional information with no success. If more information becomes available, this complaint will be re-evaluated. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated having issues with keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.